Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, a dissection occurred distal to the arterial sheath of the enroute transcarotid neuroprotection system (nps). The physician converted the procedure to a carotid endarterectomy (cea). There were no further complications reported.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.